Manufacturer narrative:
(B)(4). Dil cath: 2.5 x 15 mm maverick. Guide wire: 0.014 x 190 cm choice floppy; allstar . Guide cath: 6-french, cls 3.5. Stent: 2.5x12 promus. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found blood on the core, on and in the teflon coating, and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the guide wire separation as the core had separated, 1.4 cm distal to the location of the proximal solder. The distal end of the separated core was in a hood shape. The entire length of the tip coils had separated and were not returned. The teflon shrink tubing was torn, 1 mm proximal to the distal end of the tubing for a length of 2 mm. The stent delivery systems used during the procedure were not returned. Scanning electron microscope analysis of the guide wire suggests that the core failure may be attributed to tensile overload. The tip coil was detached at the proximal solder. For the wire to fail in this manner, the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Patient anatomy, lesion morphology, and/or resistance between products can all be factors. In this case, the lesion was described with 80% stenosis, which could have contributed to the reported guide wire separation. Reportedly, the allstar guide wire was used as a second buddy wire. The allstar instructions for use states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the separated portion of the guide wire remained trapped within the coronary and was not moving. The case was aborted and the patient transferred to another hospital where an additional stent was deployed over the guide wire fragment that remained in the mid left circumflex artery. Analysis noted a bend in the core, 66 cm distal to the proximal end of the core which is consistent with interaction with other devices during procedural attempts to remove the guide wire from the stent delivery system as no damage was reported prior to use. The reported guide wire separation and treatments appears to be related to operational context of the procedure and the noted core in a hook shape, separated tip coils, and torn teflon shrink tubing are likely the result of the guide wire separation. There is no indication of a product quality deficiency as no damage was reported during inspection prior to use. Manufacturing inspects all guide wire tips after being loaded into the dispenser and performs a non destructive tip pull test on each wire. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that a patient with a complex, 80% mid left circumflex stenosis with timi-3 distal flow was treated with a 6-fr non-abbott guide catheter, engaged in the ostium of the left main with good support. A 0.014 x 190 cm non-abbott wire advanced across the lesion and was placed distally. A 2.5 x 15 mm non-abbott balloon pre-dilated the mid left circumflex twice to 10 atmospheres. A 2.5 x 23 mm promus stent was then inserted, but could not advance distally. A 0.014 x 190 cm non-abbott wire was positioned as a buddy wire. Again the stent could not advance. One non-abbott wire was removed and a 0.014 x 190 cm allstar wire was then positioned and used as a buddy wire. The 2.5 x 23 mm promus stent could not advance over the allstar wire. A 2.5 x 12 mm promus stent system did advance over the allstar guide wire and the stent was deployed. The non-abbott guide wire was then pulled back. A 2.5 x 15 mm promus stent system was then attempted, but could not advance distally. A 0.014 x 190 cm allstar was then positioned to use as a second buddy wire. A 2.5 x 15 mm promus stent was then positioned and deployed. The allstar buddy wire was withdrawn easily; however, upon removal from the coronary, the radiopaque portion stripped off and remained in the anatomy. At that point, the second allstar wire was removed and all balloons and wires were removed from the anatomy. An angiogram was obtained. The radiopaque portion of the allstar buddy wire remained trapped within the coronary and was not moving. The case was aborted and the patient was transferred to another hospital where an additional stent was deployed over the guide wire fragment that remained in the mid left circumflex artery. The patient remained hemodynamically stable. No additional information was provided.